Manufacturer narrative:
The suspected device was returned for evaluation. No 12-month service history was available during the review. The event log was analyzed, and the customer-reported failure mode was confirmed in the event log history. Functional testing was performed, during which the motor rate sensor failed to detect motor rotation. The investigation determined that the top case was cracked, causing the main circuit board to become loose and misaligned with the worm coupling. The top case was replaced, which resolved the customer-reported issue. Following the repair, the device successfully passed all functional testing.

Event description:
It was reported that the pump motor was not running, with unknown patient involvement and no harm reported. During inspection of the returned pump, it was confirmed that the motor rate sensor failed to detect motor rotation. This represents a critical component failure. If this issue reoccurs during infusion, it may interrupt therapy and potentially affect the patient.